Event description:
Date notified: (B)(4) 2010. A model 706 ventilator (s/n (B)(4)) failed to operate. An inspection of the device revealed a defective printed circuit board. The printed circuit board was replaced, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.